Manufacturer narrative:
Batch review performed on 19 february 2018. Lot 140554: (B)(4) items manufactured and released on 08 april 2014. Expiration date: 2019-02-28; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 36 size m 0 reference 01.29.209 (k112115) lot 150457: (B)(4) items manufactured and released on 28 april 2015. Expiration date: 2020-03-31; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Two years after primary the surgeon revised the patient for a hip infection. The surgeon performed an I&d and swapped the head and liner. The surgery was completed successfully.